Manufacturer narrative:
Analysis: upon receipt at medtronic¿s quality laboratory, the valve was submerged in clear 0.2% glutaraldehyde solution. All leaflets were in the closed position with slightly wavy free margins. All commissures appeared intact. All leaflets were slightly stiff yet flexible. Leaflet deterioration, which resulted in an approximate 2 millimeter (mm) hole, observed on the belly of leaflet 1 (l1). A tear measured approximately 3mm was noted on the free margin of leaflet 1 (l1). Leaflet deterioration, resulted in an approximate 5mm hole, observed on the belly of leaflet 3 (l3). Traces of glistening off-white pannus was observed on the abluminal surface of the valve. A layer of off-white pannus lined the inflow lumen between l1 and l3. Radiography did not reveal calcification on the valve. Conclusion: the device history / lot history records were reviewed. The device was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. With the information provided, preliminary assessments of the cause(s) of the leaflet damage noted on the returned valve, suggested that a post valve deployment intervention was possibly among the factors which lead to the damage of the leaflet. However, without review of echocardiogram, cine, or angiogram files for this case, and without knowing the actual inflation pressures of the post implant balloon aortic valvuloplasty (bav), an assignable root cause leading to the leaflet tear and subsequent central regurgitation could not be conclusively determined at this time. This event does not indicate device misuse. Updated data: h.6 method, result, and conclusion codes updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A search of the medtronic global complaint handling database with the provided device identifier serial number confirmed this observations have been previously reported via duplicate reports listed below: 2025587-2020-03721 (initial) 2025587-2020-03721 (follow up 001 - additional information) 2025587-2020-03721 (follow up 002 - additional information). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated investigation summary/ conclusion: a valve-in-valve procedure can cause a decrease in effective orifice area (eoa) due to the size and thickness of the valve frame. It¿s unknown what the mean gradient was on this valve prior to the reported fracturing took place. It was stated that post procedure, the gradient was 16mmhg. Gradients can be observed despite normal device functionality. It should be noted that a mean gradient of less than 20 mmhg is generally considered acceptable residual condition for this valve. Aortic regurgitation / insufficiency can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. It was reported that there was a significant amount of degeneration on the explanted evolut transcatheter aortic valve (tav) leaflets and that possibly the balloon aortic valvuloplasty (bav) performed at the implant procedure to fracture the surgical valve may have damaged the leaflets. The physician also reported that the early degeneration / leaflet damage of the evolutr valve may have occurred when the balloon valve fracture was performed. Based on the additional information, and based on what was stated by the physician that the significant degeneration of the evolut r valve leaflets that was observed at explant most likely occurred when the bvf (bioprosthetic valve fracture) was performed, preliminary assessments of the cause(s) of the leaflet damage noted on the returned valve, suggest that a post valve deployment intervention is among the factors leading to the damage of the leaflet. It should be noted that the user stated that they fractured the bioprosthetic valve with the bav, after implanting the evolutr tav, which is an off-label use of the evolutr valve. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The event description does not indicate a potential manufacturing issue, rather a user off label use of the evolut r valve with the use of valve fracturing. Updated h.6 - eval conclusion code. A search of the medtronic global complaint handling database with the provided device identifier serial number confirmed this observations have been previously reported via duplicate reports listed below: 2025587-2020-03721 (initial) 2025587-2020-03721 (follow up 001 - additional information) 2025587-2020-03721 (follow up 002 - additional information). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was received for analysis. The analysis and investigation remain in progress: the investigation remains ongoing. Following completion of the investigation, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately eight months, seven days following the implant of this transcatheter bioprosthetic valve, central aortic regurgitation was noted via echocardiogram. The severity of the regurgitation is unknown. Eight months, sixteen days following valve implant, the valve was explanted due to the regurgitation and replaced with a surgical aortic valve. No additional adverse patient effects were reported.